Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Weight: (B)(6).

Event description:
The customer reported a filter leaked at "the middle part of the round filter on the back", on a patient for whom sepsis was being ruled out. Tpn was infusing through the product, as well as through the trifuse of an umbilical venous catheter. There was no patient harm.

Manufacturer narrative:
Patient was an infant. The customer report of a leak at the middle part of the round filter was confirmed. Visual inspection of the as-received sample observed dried fluid residue within the filter. Functional testing identified fluid leaking from the vent of the 0.2 micron pediatric filter. The root cause of the leak was determined to be oversaturation of the filter which causes the infusate leak/weep out through the path of least resistance (filter air vent).

Event description:
It was reported a filter infusing tpn leaked at "the middle part of the round filter on the back", on an infant with respiratory distress syndrome and r/o sepsis. The tpn was infusing through a trifuse of a uvc (umbilical venous catheter). The leak was noticed quickly by the nurse; no intervention was required. Although requested, there was no additional information provided regarding this event. There was no patient harm.